Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the doctor discovered that the balloon was leaking during functionality testing. Defect was discovered prior to use on pt during inspection/functionality testing.